Event description:
Rptr had silicone breast implants implanted 1/9/86. Three yrs later started complaining about severe arthritis-like joints & muscle pain. Also tiredness, weakness, anxiety, depression, confusion, memory loss, headaches & not being able to sleep at night. She has taken all kinds of anti-inflammatory drugs which have given her stomach problems. She has taken anti-depressants, & sleeping pills with no success whatsoever. This was caused by silicone as implant ruptured.